Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. An additional lot number was reported (lot #m013393). Device not returned.

Event description:
It was reported that an occlusion alarm occurred and after resuming insulin delivery, a cartridge alarm one occurred. Also, it was noted that the connection to the luer lock and patient line appeared to be "lime green" in color. The customer's blood glucose level was 306 mg/dl and it was addressed with a correction bolus. The customer was able to load a new cartridge successfully.